Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not completely advance through the lead. It seemed to stop about three quarters of the way through the lead. This was done outside of the patient's body. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.